Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the patient was without stimulation for approximately 2 months and the ipg was inoperable. In turn, the patient underwent surgical intervention wherein the ipw was explanted and replaced with a different model. Reportedly, the patient had effective therapy following the procedure.